Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call low blood glucose levels and air bubbles anomaly. Customer's blood glucose level went as low as 43 mg/dl. Customer experienced sweating and being lethargic. Customer treated their low blood glucose levels with orange juice and food. Customer's current blood glucose level was 135 mg/dl. Customer's parent advised the patient had increased their seizure medication which may have resulted in low blood glucose levels. Troubleshooting for air bubbles was performed. Customer's parent advised they had big air bubbles inside the reservoir. Customer's parent was able to successfully remove the air bubbles. Customer was advised to change out their complete infusion set and reservoir. The reservoir was not returned for analysis.